Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 8.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. On the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another 8.0-40/3.8t/135 sterling¿ balloon catheter. No patient complications were reported.